Event description:
The patient reported that the v-go did not deliver enough insulin and their blood sugar stayed high. It was reported that the patient couldn't figure out why his blood sugars were so variable and talked to the pharmacist who said it might be the v-go malfunctioning. His blood sugars got up to 435 and would not go down even with the v-go on, and with bolus clicks. He didn't have any changes in diet to explain this spike in blood sugar. It was reported that there are no devices available for return to the manufacturer for evaluation.

Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke to the long-term v-go 30 user. He started out using a v-go 40 but was reduced to the v-go 30. He started out as a type 2 diabetic but was told he no longer makes insulin. He is now a type 1 diabetic. He uses humalog insulin. He rotates the device site between his arms and his abdomen. He wears a libre 2 continuous glucose monitor (cgm). He gives 4-5 clicks per meal. He has an active job. He has recently had issues with multiple devices from the same box. He did not save any of the devices in question. He states he has had a high reading of 425 last week. He states he had visual changes and felt sick. For dinner that day he had eaten a salad and cheesy bread. He had given his clicks before he ate. He stated he gave extra clicks and ate two boiled eggs which leveled his sugar off at 175. The patient states some of the devices emptied in 6-7 hours after applying. He felt that the device worked in the opposite manner of what it should. A glucose level over 400 is a serious high especially for a type one diabetic. He could benefit from diabetic education. It is possible the device contributed to the ae of hyperglycemia. The patient did not know details regarding dates and times.